Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), urinary retention ('infection (bladder/ urinary tract/vaginal) type: urinary retention') and intestinal obstruction ('gastrointestinal or digestive system condition type: bowel obstruction') in a 36-year-old female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding : vaginal"), menorrhagia ("abnormal bleeding : menorrhagia") and hot flush ("hormonal changes describe: hot flash"). On (B)(6)2010, the patient experienced nausea ("nausea"), 9 months 16 days after insertion of essure. In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2015, the patient experienced urinary retention (seriousness criterion medically significant). On (B)(6)2015, the patient experienced intestinal obstruction (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced cystitis ("bladder infection"). The patient was treated with antibiotics, ibuprofen, meclozine (meclizine), tamsulosin and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, urinary retention, intestinal obstruction, hot flush, bladder disorder, urinary tract disorder, nausea, fatigue and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia and cystitis had resolved. The reporter considered alopecia, bladder disorder, cystitis, dyspareunia, fatigue, hot flush, intestinal obstruction, menorrhagia, nausea, pelvic pain, urinary retention, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: result- total bilateral occlusion. That everything went perfect. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), urinary retention ('infection (bladder/ urinary tract/vaginal) type: urinary retention') and intestinal obstruction ('gastrointestinal or digestive system condition type: bowel obstruction') in a 36-year-old female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, contraceptive implant, vaginal delivery and uterine dilation and curettage. Concurrent conditions included uterine fibroid. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding : vaginal"), menorrhagia ("abnormal bleeding : menorrhagia") and hot flush ("hormonal changes describe: hot flash"). On (B)(6) 2010, the patient experienced nausea ("nausea"), 9 months 16 days after insertion of essure. In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced urinary retention (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced intestinal obstruction (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced cystitis ("bladder infection") and urinary tract infection ("uti"). The patient was treated with antibiotics, ibuprofen, meclozine (meclizine), tamsulosin and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and urinary retention outcome was unknown and the intestinal obstruction, vaginal haemorrhage, menorrhagia, dyspareunia, hot flush, bladder disorder, urinary tract disorder, nausea, fatigue, alopecia, cystitis and urinary tract infection had resolved. The reporter considered alopecia, bladder disorder, cystitis, dyspareunia, fatigue, hot flush, intestinal obstruction, menorrhagia, nausea, pelvic pain, urinary retention, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: result unknown. Ultrasound scan vagina - on (B)(6) 2009: result- total bilateral occlusion. That everything went perfect. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: pelvic pain, dyspareunia, urinary retention. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event: uti were added. Event outcome of :bleeding, bladder/urinary , fatigue, hair loss , hormonal changes , nausea , gi condition recovered. Lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), urinary retention ('infection (bladder/ urinary tract/vaginal) type: urinary retention') and intestinal obstruction ('gastrointestinal or digestive system condition type: bowel obstruction') in a (B)(6) female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding : vaginal"), menorrhagia ("abnormal bleeding : menorrhagia") and hot flush ("hormonal changes describe: hot flash"). On (B)(6) 2010, the patient experienced nausea ("nausea"), 9 months 16 days after insertion of essure. In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced urinary retention (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced intestinal obstruction (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced cystitis ("bladder infection"). The patient was treated with antibiotics, ibuprofen, meclozine (meclizine), tamsulosin and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urinary retention, intestinal obstruction, hot flush, bladder disorder, urinary tract disorder, nausea, fatigue and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia and cystitis had resolved. The reporter considered alopecia, bladder disorder, cystitis, dyspareunia, fatigue, hot flush, intestinal obstruction, menorrhagia, nausea, pelvic pain, urinary retention, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: result- total bilateral occlusion. That everything went perfect. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs received: lot no. Was added. Case become incident, previously added injury nos replaced with hot flash & new events- abnormal bleeding (vaginal, menorrhagia), urinary retention, bladder or urinary problems or changes, nausea, dyspareunia, pelvic pain, fatigue, bowel obstruction, hair loss, bladder infection, were added. Treatment drugs were added. Lab test was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.